Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 212 mg/dl at time of report. System check performed with tandem technical support indicated that the occlusion was located in the cartridge. Reportedly, the cartridge had been in use for more than 3 days. The customer declined further assistance from tandem technical support and indicated that manual injection supplies were available for use.